Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that after setup with one unit of a prismaflex st100 set, a water leak was observed due to "the purple joint was torn." There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and observed a leak at the level of the y replacement and a hole in the line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.